Event description:
Additional information received. It was reported that the issue was found during a spinal fusion procedure. It was occurred intra op eratively. There was a reported delay of 20 minutes and no reported impact to patient outcome.

Manufacturer narrative:
Additional information update din b5, initial reporter updated in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the gantry door would not open from around the patient when holding down the open gantry button. Troubleshooting was performed site called field service engineer (fse) for assistance, who had the site perform the manual door open procedure, once the door was slightly open, fse had site hold down the open gantry button to finish fully opening the door. There was patient present. No additional information was provided.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.